Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the sutures of two proglide devices were successfully pre-placed using the preclose technique via an 8.5f sheath prior to an ablation interventional procedure. The ablation procedure was completed. Reportedly, when retrieving the sutures of the proglides the physician pulled too hard and a suture break occurred with the sutures from both proglides. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.